Event description:
It was reported that the patient presented to the clinic for routine follow up while experiencing muscle stimulation. The pulse generator was found to be in backup vvi mode. The device was explanted and replaced on (B)(6) 2014.